Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded suspected false positive results on a (B)(6) normal female who is not pregnant and used her own blood sample for method comparison testing at the facility. There was no additional patient information. Return product is available. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. It is suspected that the positive results on I-stat are potentially related to a heterophilic antibody but unconfirmed at this time. Apoc has requested the sample for testing and the customer agreed to ship freshly drawn sample on (B)(6) 2018 for investigation. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 11/01/2018. A review of the device history records (dhrs) confirmed that the cartridge lots met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). Returned sample testing reproduced the customer's observation of high discrepant results. The data suggest the presence of heterophile antibodies acting as an interferent. While no deficiency has been identified for ss-hcg cartridge lots m18136b and m18158, potential non-conformance quality record (qr) (B)(4) was initiated to drive further interference mitigation activities.